Event description:
Co's rep is reporting that an initial rotator cuff repair was performed in 2005 and that approximately 3 weeks later the pt complained of a "pop" in their shoulder and exhibited symptoms of a torn rotator cuff. Upon arthroscopic viewing it was noted that the original fixation device, a mitek spiralok anchor, had broken away from itself. The surgeon was able to remove the broken piece and re repair the rotator cuff without further incident or harm to the pt.